Manufacturer narrative:
The customer was given the part number for the replacement therapy pca and they placed an order.

Event description:
It was reported to philips that the device had failed the defibrillator test. There was no reported patient involvement.